Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed; however, it did not expand. The stent was removed from the patient covered by the outer sheath. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on october 28, 2024. Block h6: imdrf device code a150201 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed; however, it did not expand. The stent was removed from the patient covered by the outer sheath. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Additional information received on october 28, 2024: it was reported that the flange did not deploy, and the stent was removed from the patient fully covered by the outer sheath.